Event description:
Customer reported that the insulin pump's backlight was faded and the screen could not be read in the daylight. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
The back light functioned properly and no display anomaly was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.